Event description:
It was reported that stent damage occurred and catheter removal difficulties were encountered. Vascular access was obtained via the radial artery. The 80% stenosed, 3-3.5mmx 20mm, concentric, de novo target lesion was located in the mildy tortuous and moderately calcified right coronary artery. Following pre- dilatation with a non-bsc balloon, a 3.50 x 24 synergy drug-eluting stent was advanced for treatment. However, while crossing the lesion, the stent struts got damaged. When the device was removed from the patient's body, withdrawal resistance was encountered. The procedure was completed with another synergy drug-eluting stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.50 x 24 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the 1st proximal stent strut row were noted to be lifted from their crimped position and slightly flared (opened) around the proximal balloon cone. Stent struts form the 1st and 2nd distal stent strut rows were noted to be lifted and pulled in all directions. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and both proximal and distal balloon cone appeared slightly inflated with the balloon wings not tightly wrapped and folded. The balloon cones show signs of some positive pressure applied to them. A visual and microscopic examination of the bumper tip showed signs of damage on the distal end of the tip. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred and catheter removal difficulties were encountered. Vascular access was obtained via the radial artery. The 80% stenosed, 3-3.5mmx 20mm, concentric, de novo target lesion was located in the mildy tortuous and moderately calcified right coronary artery. Following pre- dilatation with a non-bsc balloon, a 3.50 x 24 synergy drug-eluting stent was advanced for treatment. However, while crossing the lesion, the stent struts got damaged. When the device was removed from the patient's body, withdrawal resistance was encountered. The procedure was completed with another synergy drug-eluting stent. No patient complications were reported and the patient's status was stable.